Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. This medwatch report is in response to receipt of maude event report mw5079895.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2017 and the mesh was implanted. It was also reported that the mesh is shrinking and moving, as there is pain and fever all over the patient's body. As per patient, the mesh has to be removed. No further information is available.